Event description:
Customer reported that while pipetting on summit it was noticed that the pipetting tips were going between the microwell plates and cracking the plates. No error was generated by the summit. The service engineer replaced parts and verified proper operation. No death or serious injury was associated with this incident.